Manufacturer narrative:
The customer reported complaint for the thermogard console (sn (B)(4)) intermittently displayed tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages was confirmed during the event log review but not during the initial functional testing. The root cause for the reported complaint based on further functional testing was found out to be due to a degraded lm-34 temperature probe, which could have caused the thermogard console to display intermittent tcmid:05 and tcmid:08 errors. The thermogard console is a reusable device and was manufactured in november 2016 and it is nearing expected serviceable life of 5 years. Upon visual inspection, no physical damage was observed. The thermogard console passed the initial functional testing and overnight burn-in test, unable to duplicate the reported complaint. The event log was reviewed and confirmed the occurrence of multiple tcmid:05 and tcmid:08 error messages on the customer's reported event date. The lm-34 temperature sensor needs to be replaced to address the tcmid:05 and tcmid:08 errors. Unrelated to the reported complaint, the event log review showed the occurrence of mid:14 (bg power supply) and mid:16 (software) errors on (B)(6) 2021, which is approximately 4 months before the customer reported event date. The possible root cause for the observed errors was due to the quick power off and on of the thermogard console. Following service, the thermogard console passed the final functional test and electrical safety test without any error. Historical complaints were reviewed and there was no previous history of complaint reported for the thermogard console with serial number (B)(4) .

Event description:
The thermogard console (sn (B)(4) ) intermittently displayed tcmid:05 (coolant diff failure) and tcmid:08 (coolant temp low) error messages during the power on self test (post). Another thermogard console was used to complete patient treatment. No consequences or impact to the patient.